Event description:
Lab tech cut finger while opening a tube. Incident has been reported to occupational medicine in france. Blood testing for infections fluid has been performed as per hospital policy. Review of the database indicates no other issues with regards to this production lot number.